Manufacturer narrative:
A review of the image result files showed that negative results were obtained for cell 1 (e+) of the antibody screening assay. Negative and positive results were obtained with the e+ cells on the antibody identification assay. There was insufficient sample volume remaining for investigation. We are unable to rule out a sample-related issued due to the patient's transfusion history. In addition, as stated in the package insert: negative reactions will be obtained if the test serum contains antibodies present in concentrations too low to be detected by the test methods employed.

Event description:
A customer reported obtaining unexpected negative reactions with capture-r ready-screen (3), lot r598, on galileo echo (B)(4).